Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an atrioventricular node ablation procedure. During examination of lead prior to procedure, it was noted that capture threshold on the right ventricular (rv) lead was elevated. The physician decided to replace the rv lead and postpone the atrioventricular node ablation procedure. The lead was explanted and replaced on (B)(6) 2021 without complication. The patient was in stable condition.